Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, a software issue that inhibited exercise and activity trend data was observed on the device. Technical support was contacted and recommend reprogramming to resolve the event. No intervention has been performed at this time and the patient was in stable condition.